Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Stoma site redness was observed on (B)(6) 2018, and the patient was prescribed unknown oral antibiotics. The patient went to the emergency room (ER) on (B)(6) 2018 due to a temperature above 100 degrees f. A culture performed at the ER was positive for infection. The patient received IV clindamycin in the ER, then oral clindamycin for 15 days.